Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5 cm and 6 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, nurse takes blood samples and after an hour when the chemotherapy should be given, there was resistance when she try to flush in and there was no back return. The catheter is pulled back a little and at approx. 6 cm, leakage is seen when saline is administered. The piccline was removed. PICC has been used for chemo (epirubicin + cyklofosfamid + paclycel). On 12/19/2024, additional information received through customer survey: exit site of PICC at 0cm. Catheter locked with saline between use and cleaned with chlorhexidine solution poured from a bottle. Statlock used for securement. PICC not used for CT. PICC was implanted for 60 days. PICC was placed using sherlock. Total length 44cm, basilic vein, dressed straight along the patient's arm. No patient harm.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, nurse takes blood samples and after an hour when the chemotherapy should be given, there was resistance when she try to flush in and there was no back return. The catheter is pulled back a little and at approx. 6 cm, leakage is seen when saline is administered. The piccline was removed. PICC has been used for chemo (epirubicin + cyclophosphamid + paclycel). 12/19/2024 additional information received through customer survey: exit site of PICC at 0cm. Catheter locked with saline between use and cleaned with chlorhexidine solution poured from a bottle. Statlock used for securement. PICC not used for CT. PICC was implanted for 60 days. PICC was placed using sherlock. Total length 44cm, basilic vein, dressed straight along the patient's arm. No patient harm.